Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticm5_13.7, -4.0/5.0/101 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vault. This did not resolved the problem. Cause of the event is reported as device: miss the correct sizing of the lens. Reportedly, replacement lens planned.

Manufacturer narrative:
Corrected data: b5 - patient also had significant reduction of irido-corneal angles. H6 - health effect clinical code - 4581 - significant reduction of irido-corneal angles. Claim#: (B)(4).